Event description:
It was reported by service report that the scale was not working because the footboard was not properly seated as a result of bed sheets and mattress preventing the footboard from fully seating. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: bed sheets and mattress caught in the connector.